Event description:
According to the literature, a retrospective analysis of 435 patients who underwent robotic pancreaticoduodenectomy (whipple) between 2012 and 2024 was completed. V-loc suture was used for hepaticojejunostomy, pancreaticojejunostomy, and duodenojejunostomy reanastomosis. Post operative complications included: unspecified infection on 16 patients (3.6%), gastrointestinal bleeding in 13 patients (2.9%), abdominal fluid collection on 9 patients (2.1%), anastomotic leak in 8 patients (1.8%), abdominal abscess on 1 patient (0.2%), hematoma on 1 patient (0.2%); and postoperative pancreatic fistula (popf) formation grade b in four patients and grade c on two patients. Interventions for popfs included antibiotics, additional surgery, and additional unspecified treatments. Other interventions for complications included rehospitalization for 86 patients and postoperative transfusions for 11 (13%) readmitted patients and 31 (10%) for not readmitted patients. An institutional analysis of hospital readmission following a robotic pancreaticoduodenectomy doi.org/10.1007/s11701-024-02186-0.

Manufacturer narrative:
D10. Concomitant products: unknown-vloc unknown vloc product (lot unknown); unknown-vloc unknown vloc product (lot unknown) denis gratsianskiy, dharti patel, iswanto sucandy, tara m. Pattilachan, maria christodoulou, alexander rosemurgy, sharona b. Ross, "an institutional analysis of hospital readmission following a robotic pancreaticoduodenectomy", journal of robotic surgery, (2025) 19:20, https://doi.org/10.1007/s11701-024-02186-0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.